Manufacturer narrative:
It was reported that the patient had an infection. A revision surgery occurred. The patient was converted to an off the shelf implant system. Review of the device history record indicates the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that the patient had an infection. A revision surgery occurred. The patient was converted to an off the shelf implant system.

Manufacturer narrative:
It was reported that the patient has limited range of motion. A revision surgery is planned to exchange the poly inserts. Review of the device history record indicates the device was manufactured to specification.

Event description:
It was reported that the patient has limited range of motion. A revision surgery is planned to exchange the poly inserts.